Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle leaked in the patient's mouth.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed. Batch 7024999 had 62 visual inspections performed on 3,100 parts with zero defects noted. Eight leak tests were performed on 40 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that the bd precisionglide needle leaked in the patient's mouth.